Event description:
It was report that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
It was report that the ventilator had a leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case and with the results at hand now it should not have been reported. According to the new information received from field service engineer (fse), the reported problem was solved by cleaning the membrane of the expiratory cassette. After cleaning, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure is pre-use check related and will not occur during ventilation.

Event description:
Manufacturer's ref.#: (B)(4).